Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda was due to patient condition. The reported recurrent mr was a cascading event of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and prolapsed posterior leaflet. Two mitraclip xtrs were implanted, reducing the mr to trace. On (B)(6) 2019, during a follow up appointment, an echocardiogram was performed and revealed recurrent mr with a grade of 2-3 and that the previously implanted second clip had detached from the posterior mitral leaflet and remained attached to the anterior mitral leaflet (single leaflet device attachment/slda). The first previously implanted mitraclip was stable on the leaflets. On (B)(6) 2023, a secondary mitraclip procedure was performed to treat the recurrent mr with a grade of 4 and the slda. A mitraclip xtw was implanted between the two previously implanted clips without issues. The procedure was completed one clip implanted. The mr was reduced to a grade of 2. No additional information was provided.